Event description:
It was reported that during the implant procedure, the lead could not be inserted into the pulse generators connector header. The device was not used.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test leads into the atrial and ventricular connectors due to a connector diameter anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.